Event description:
Unexpected positive reactions were observed with gammaclone anti-d (monoclonal blend) with 3 pts. All 3 ob pts were previously typed rh negative, weak d negative in 2005, using gammaclone anti-d, lot dmb57-2. Pts' dat results were negative. Earlier this year, 2 of the pts were retested with gammaclone anti-d, lot #dmb60-3 results were rh positive at immediate spin(is). The third pt was tested using the same lot of anti-d and results were rh positive at is.

Manufacturer narrative:
The retention lots of anti-d (monoclonal blend), dmb57-2, dmb60-3 and dmb62-1 were tested with red cells of various rh phenotypes, including weak d. The expected reactivity was observed. The retention products were tested with in-house donor samples of various rh phenotypes that included three rh negative donors and one example of known weak d cells. The expected reactivity was observed in all testing. The retention products performed as expected. All testing was performed according to directoin circular. The customer did not return product or sample for investigation. The package insert states that false test results may be caused by contaminated sample or user error, which can not be ruled out. It is also possible the pts possess a rare phenotype. The package insert states "red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase.